Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen "peeling at corners." Additionally, it was reported that alarms occurred. Customer reportedly reset the pump to resolve the issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.